Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Office visit notes states that the patient reported catching, popping, swelling, and pain post initial surgery. The patient was seen with rom 0-91 degrees, knee stable, incision well-healed, and xray review demonstrates retained interference screws from acl reconstruction. Manipulation under anesthesia was performed with rom 0-120 degrees. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183012 - femoral component - j3811647, ep-189100 - bearing - 712340, 141205 - tibial locking bar - 244200, 141235 - tibial tray - j6428643, 110034355 - refobacin bc r 1x40 us - 745eah2108, 110034355 - refobacin bc r 1x40 us - 731bae2909. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00664. 0001825034-2020-00665.

Event description:
It was reported that the patient underwent manipulation under anesthesia approximately three months post implantation to help with range of motion. The patient also noted that he felt knee popping which was accompanied by pain and swelling.